Event description:
Silicone implants in (B)(6) 2012. Recent diagnosis of rupture with symptoms of bii getting worse. Fatigue, muscle pain abs weakness, joint pain, tingling in hands, night sweats, hormonal imbalance, hair loss. Consultation scheduled for removal. FDA safety report ID# (B)(4).